Event description:
While the surgeon and the nurse were at the pt's bedside, the ventilator screen went blank and powered off, then turned itself back on after going through a set up screen. The ventilator did not alarm, no aparent injury occurred to the pt. The pt was manually ventilated while the machine was replaced.